Event description:
During evaluation of a returned homechoice machine, an overfill was identified in the therapy started 2008, in drain 4. The drain volume was 3372 ml and the home patient's programmed fill volume is 2500 ml. Product surveillance followed up with the home patient regarding overfill after this event occurred. There was no patient injury or medical intervention and this problem was resolved for the home patient with the swap of the homechoice machine.

Manufacturer narrative:
The homechoice machine was received and evaluated. Three simulated patient therapies were performed using the patient's therapy settings. During these therapies no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated patient for each exchange and was within design specifications. The device's pneumatic system was monitored and no problems were revealed. All pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The homechoice machine was routed for servicing. No device failure or malfunction was identified that could have caused or contributed to the reported difficulty. The most probable cause of the overfill was determined to be insufficient drain / false empty detect and use error for the total ultrafiltration (uf) being inappropriately set too low.